Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this lead was part of a system explant due to device pocket erosion along the line of sutures used to close the pocket. There was no report of adverse patient effects due to the explant procedure.